Event description:
The following has been reported: syringe pump was being used to infused norepinephrine for an ICU patient. At 1603, bedside nurse learner titrated norepi down as map 91. At 1604, bedside nurse noted syringe pump no longer infusing, patients bp extremely elevated (sbp 280's) and then pump commenced alarming with error 22-0002 and then error 22-0004. Norepi switched to different pump immediately with this alarm, but patient required additional medication to bring down bp (propofol bolus 40mg x2). Based on bp response, it seems suspicious that patient likely received unsolicited bolus of medication from the pump. Reporting as a conservative measure. More information is needed to complete the investigation.